Manufacturer narrative:
The reference device will not be returned to olympus for evaluation as it was discarded by the user facility after the procedure. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed during an open procedure, the teflon pad from the grasping section of the device melted, detached and fell into the patient. The device fragment was retrieved. There was no bleeding reported. The intended procedure was completed with monopolar instruments. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). Please see the updates. The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.